Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during procedure, dislodgement was observed on the right ventricular lead. When the physician attempted to reposition, the lead failed to be retracted and extended. The lead was explanted and replaced. No further information was provided.